Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the nitinol wire included in the glidesheath slender kit would not pass through the access needle during arterial access. A cook micro access wire was then used through the needle from the glidesheath slender kit to successfully deliver the sheath. The patient condition was reported to be stable. The procedure outcome was successful. Blood loss was less than 250cc. Additional information was received on march 29, 2019. The procedure was a diagnostic coronary case from the right radial artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.